Event description:
It was reported the tubal angle was too straight to use before usage.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No additional info has been provided to date. Should additional info become available, a f/u report will be submitted. Reported to the FDA on 10/21/2014, manufacturing site: 9611710. Note: issue occurred on (7) separate cases. A separate 3500a form has been completed for the other cases.